Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a primary audible alarm bgnd test. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Submission failed on 18-feb-2025 due to an internal error. D3: correction. D9: product received date 17-jan-2025. H3: one device was returned for repair with complaint that the device displayed a primary audible alarm background test. Review of service history found no repairs in the last 13 months. Review of alarm history confirmed the complaint. Visual/functional testing was performed. The complaint was verified when booting the pump which immediately started in a primary audible alarm screen. The probable cause was a faulty speaker. The speaker was replaced. The pump was recalibrated and passed all performance verification testing.